Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 12/20/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One empty box, five unopened samples, and one winding former with a needle suture combination were received for analysis product code sxpp1b410. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no anomalies were observed during evaluation. Ten barbs were measured in the strands, and all barbs met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, the following was obtained: were there patient consequences? If yes, please specify. When did the reported event was noticed (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Did the 5 devices captured initially on the file were used on the patient? If no, please confirm the quantity of devices used on the patient. No there is no patient consequences reported. The event was noticed after the suture was passed through the tissue, the doctor informed there was no barbs in the suture. The doctor again opened other foils and he discarded them.

Manufacturer narrative:
Product complaint (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there patient consequences? If yes, please specify. When did the reported event was noticed (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Did the 5 devices captured initially on the file were used on the patient? If no, please confirm the quantity of devices used on the patient. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or (B)(6). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.

Event description:
It was reported that a patient underwent a lap myomectomy procedure on (B)(6) 2024 and barbed suture was used. During the procedure, while opening the foil dr complained that the product is not having barbs and not enough to hold the tissue. No adverse patient consequences were reported. Additional information was requested.